Event description:
Patient reported on 03/01/2010 that after left wrist replacement surgery conducted on (B) (6) 2010, steri-strips were used and the skin came off with the strips. The injury was treated with a cream that was massaged with a machine at therapy. Patient reported on (B) (6) 2010 that her skin had not grown back and there is scarring.

Manufacturer narrative:
Product labeling states, the expected aes with product use in the warning section shown below. Warnings: the development of postoperative edema may cause skin shearing, skin blistering, or loss of tape adhesion to occur at either end of the strip. Application of any surgical tape or adhesive skin closure may result in skin stripping upon removal. As with all adhesive products applied to the skin, a small percentage of individuals may experience hypopigmentation or hyperpigmentation following removal. Occasional cases of mild acne and folliculitis have been observed in testing on healthy volunteers.